Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose. The blood glucose level was 50 mg/dl at the time of incident. The current blood glucose level was 53 mg/dl. Customer again checked the blood glucose and the blood glucose level was 130 mg/dl. Customer was treated with food for low blood glucose. The product will not return for the analysis.